Event description:
It was reported that over the last four months, this right ventricular (rv) defibrillation lead exhibited a gradual increase in pace impedance measurements from approximately 500 ohms until a lead safety switch (lss) was triggered due to a high out-of-range rv pace impedance measurement greater than 2,000 ohms. This rv lead was surgically abandoned and replaced. It was noted that the pacemaker was also explanted and replaced during the same procedure, with no known allegations. No additional adverse patient effects were reported. Additional information received reported that right ventricular (rv) defibrillation lead revision was attempted twice in the past two to three months before rv lead revision was successfully completed on 9-july-2024. At the first attempted procedure in april or may, the patient reportedly felt unwell due to unrelated gastrointestinal issues, and the patient was sent home before anesthesia was administered. On 11-june-2024, a second lead revision was attempted, and the patient was placed under anesthesia. Severe stenosis prevented the .014" wire from passing through the superior vena cava (svc), and the second procedure was aborted. The patient returned a few weeks later, and a venoplasty was performed, allowing for the successful placement of the new rv lead. The chronic rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to aware date: updated from 7/9/2024 to 6/11/2024.

Event description:
It was reported that over the last four months, this right ventricular (rv) defibrillation lead exhibited a gradual increase in pace impedance measurements from approximately 500 ohms until a lead safety switch (lss) was triggered due to a high out-of-range rv pace impedance measurement greater than 2,000 ohms. This rv lead was surgically abandoned and replaced. It was noted that the pacemaker was also explanted and replaced during the same procedure, with no known allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.